Event description:
During treatment of a baby with the model 3100a, the baby was removed for routine suctioning; however, the 3100a would not re-pressurize on start oscillating to resume treatment. The baby was, instead, placed on a conventional ventilator without compromise.